Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. Upon investigation the monitor was fully functional and passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the monitor. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (death/treatment) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and ECG "b". The cause for the open wire was excessive force likely due to CPR.

Event description:
10/16/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 08/22/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a patient passed away on (B)(6) 2018 while wearing the lifevest. The patient was in the emergency room at the time of the event, and resuscitation efforts were made. The patient's ECG rhythm degraded to asystole at 11:03:17 on (B)(6) 2018. The patient was then in asystole with CPR artifact, and was inappropriately treated by the lifevest four times. The patient remained in asystole with CPR artifact throughout the treatment event. CPR artifact contributed to the false detection. The patient remained in asystole with CPR artifact until device removal at 12:02:08 on (B)(6) 2018. The patient passed away on (B)(6) 2018. There is no indication or allegation to suggest that the lifevest contributed to the patient's death. Asystole is a non-shockable non life-sustaining rhythm.